Manufacturer narrative:
Analysis found the device not running as the motor seized. The internal parts were corroded due to dried saline including the motor, wheel lock, housing, and screws. The device was beyond repair. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via distributor that the handpiece made cutting with the console and emitted smell to burn before the procedure. There was no patient involvement.